Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to steroid shot. The customer also reported that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the blood glucose level was 61 mg/dl. The customer done troubleshooting for high blood glucose. Customer did not reported the symptoms related to their high blood glucose. The customer reported that he was on the insulin pump manual mode. The customer was treated with food for low blood glucose level. The insulin pump will not be returned for analysis.